Event description:
The pt called lifescan in 11/2004 and alleged their meter was prompting an error 2 while attempting to test. Medical affairs contacted the pt on the 2nd day and obtained/verified the following information: the pt stated they just received the meter a few days ago as a replacement from lfs. They had not been able to use the meter since they received it. They stated they were pressing the button while attempting to test, which resulted in an error 2 message. After not being able to test for a couple of days they visited their physician, who tested their blood sugar. The result was 304 mg/dl. They stated they were sweaty and "did not feel good all over" at the time of testing. The pt was advised to go home and take their insulin. The pt normally takes 300 mg of glucovance 3 times a day. They also take regular insulin based on the reading. They stated that while they were unable to test, they stopped taking their insulin. While troubleshooting with the lfs customer care representative, the issue was resolved. Based on the information provided, there is no evidence of a meter malfunction. Because of the use error however, the pt was unable to test, which resulted in hyperglycemia. No replacement items are being sent, as the issue was resolved.